Event description:
It was reported patient lost effective therapy due to low impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of "strength is off. The generator could not deliver the desired strength." Was reported to abbott. The patient controller was displaying the communication error message ¿strength is off. The generator could not deliver the desired strength.¿. The patient lost effective therapy due to low impedances. Issue resolved through troubleshooting. Impedances are all now within normal limits. Patient is now receiving effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported troubleshooting was able to resolve impedances. Patient is now receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.